Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer wanted information on different infusion set for their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they discovered a bent cannula. The customer was sent sample infusion sets to try out. No further information was provided.